Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: fundus of uterus') and embedded device ('uterus with essure contraceptive devices embedded') in a 42-year-old female patient who had essure (batch no. 626798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement. Patient had no endometriosis, no gross external genitalia lesions. Previously administered products included for an unreported indication: paxil from 2003 to 2005 and ondansetron. Concurrent conditions included depression, dyspareunia, uterine cervical pain, post coital bleeding, endometrial ablation, pressure in vagina, uterine bleeding, uterine prolapse, cramp in lower abdomen, nabothian cyst and uterine inflammation. Concomitant products included norethisterone (norethindrone) from (B)(6) 2007 to (B)(6) 2008 for contraception as well as atorvastatin calcium (atorvastin) from (B)(6) 2015 to (B)(6) 2015, citalopram from (B)(6) 2015, medroxyprogesterone acetate (depo-provera), nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and trazodone since (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/ pain: pelvic, pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required), 7 years after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("pain: abdominal pain"), depression ("psychological or psychiatric problems condition: depression, psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish") and post procedural complication ("post procedural complication"). The patient was treated with duloxetine hydrochloride (cymbalta), ketorolac tromethamine (toradol) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, embedded device, vaginal haemorrhage, menorrhagia, depression, anxiety, vaginal discharge and post procedural complication outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for pelvic/abdominal, general abnormal bleeding and not for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.957 kgs. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, irregular bleeding lot number: 626798, manufacture date: 2008-03, expiration date: 2010-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. New event: post procedural complication was added. New reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: fundus of uterus') and embedded device ('uterus with essure contraceptive devices embedded') in a 42-year-old female patient who had essure (batch no. 626798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement. Patient had no endometriosis, no gross external genitalia lesions. Previously administered products included for an unreported indication: paxil from 2003 to 2005 and ondansetron. Concurrent conditions included depression, dyspareunia, uterine cervical pain, post coital bleeding, endometrial ablation, pressure in vagina, uterine bleeding, uterine prolapse, cramp in lower abdomen, nabothian cyst and uterine inflammation. Concomitant products included norethisterone (norethindrone) from (B)(6) 2007 to (B)(6) 2008 for contraception as well as atorvastatin calcium (atorvastin) from (B)(6) 2015 to (B)(6) 2015, citalopram from (B)(6) 2015 to (B)(6) 2015, medroxyprogesterone acetate (depo-provera), nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and trazodone since (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/ pain: pelvic, pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required), 7 years after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("pain: abdominal pain"), depression ("psychological or psychiatric problems condition: depression, psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish") and post procedural complication ("post procedural complication"). The patient was treated with duloxetine hydrochloride (cymbalta), ketorolac tromethamine (toradol) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, embedded device, vaginal haemorrhage, menorrhagia, depression, anxiety, vaginal discharge and post procedural complication outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for pelvic/abdominal, general abnormal bleeding and not for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.957 kgs. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, irregular bleeding lot number: 626798 manufacture date: 2008-03 expiration date: 2010-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: fundus of uterus'), embedded device ('uterus with essure contraceptive devices embedded') and genital haemorrhage ('general abnormal bleeding') in a 42-year-old female patient who had essure (batch no. 626798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement. Patient had no endometriosis, no gross external genitalia lesions. Previously administered products included for an unreported indication: paxil from 2003 to 2005 and ondansetron. Concurrent conditions included depression, dyspareunia, uterine cervical pain, post coital bleeding, endometrial ablation, pressure in vagina, uterine bleeding, uterine prolapse, cramp in lower abdomen, nabothian cyst and uterine inflammation. Concomitant products included norethisterone (norethindrone) from (B)(6) 2007 to (B)(6) 2008 for contraception as well as atorvastatin calcium (atorvastin) from (B)(6) 2015 to (B)(6) 2015, citalopram from (B)(6) 2015 to (B)(6) 2015, medroxyprogesterone acetate (depo-provera), nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and trazodone since (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/ pain: pelvic, pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required), 7 years after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal pain"), depression ("psychological or psychiatric problems condition: depression, psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with duloxetine hydrochloride (cymbalta), ketorolac tromethamine (toradol) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, embedded device, vaginal haemorrhage, menorrhagia, depression, anxiety and vaginal discharge outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for pelvic/abdominal, general abnormal bleeding and not for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.957 kgs. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, irregular bleeding lot number: 626798 manufacture date: 2008-03 expiration date: 2010-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: fundus of uterus'), embedded device ('uterus with essure contraceptive devices embedded') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) year old female patient who had essure (batch no. 626798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement. Patient had no endometriosis, no gross external genitalia lesions. Previously administered products included for an unreported indication: paxil from 2003 to 2005 and ondansetron. Concurrent conditions included depression, dyspareunia, uterine cervical pain, post coital bleeding, endometrial ablation, vaginal discomfort, uterine bleeding, uterine prolapse, cramp in lower abdomen, nabothian cyst and uterine inflammation. Concomitant products included norethisterone (norethindrone) from (B)(6) 2007 to (B)(6) 2008 for contraception as well as atorvastatin calcium (atorvastin) from (B)(6) 2015 to (B)(6) 2015, citalopram from (B)(6) 2015 to (B)(6) 2015, medroxyprogesterone acetate (depo-provera), nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and trazodone since (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/ pain: pelvic, pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required), 7 years after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal pain"), depression ("psychological or psychiatric problems condition: depression, psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with duloxetine hydrochloride (cymbalta), ketorolac tromethamine (toradol) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, embedded device, vaginal haemorrhage, menorrhagia, depression, anxiety and vaginal discharge outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for pelvic/abdominal, general abnormal bleeding and not for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram on (B)(6) 2008: essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, irregular bleeding. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: incident category updated. New events migration of essure device location of device: fundus of uterus, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, psych injury, anxiety and vaginal discharge added. Patient dob, lot number and concomitant conditions added. Reporter information, product indication and insertion date updated. Medical records received: event uterus with essure contraceptive devices embedded, medical history, concomitant conditions and historical drug added. On 4-sep-2019: pfs received : abdominal pain and general. Abdominal. Bleeding added. Outcomes for the events pelvic pain, abdominal pain and general. Abdominal. Bleeding updated to recovered / resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.